Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient underwent mesh implantation to treat pelvic pain, a left ovarian cyst, symptomatic pelvic relaxation and stress urinary incontinence. Post implantation the patient experienced pain, adhesions and urinary problems. (B)(4) - urinary problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent laparoscopy, laparotomy, adhesiolysis, bso, a & p colporrhaphy, and enterocele repair.

Event description:
It was reported that the patient concurrently underwent laparoscopy, laparotomy, adhesiolysis, bso, a & p colporrhaphy, and enterocele repair.